Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported during a ureteroscopy kidney stone extraction procedure, upon retrieval of the patient's stone, the ncircle tipless stone extractor basket was described as a 2d shape instead of a 4d shape. It was described to resemble more like a lasso form. The procedure was completed with the same basket successfully. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
A review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation appears to be partially open. The collet knob is tight and secure. The mlla (male luer lock adaptor) is tight. The pett measures 3 cm in length. A functional test determined the handle actuates the basket formation to the fully open position. When in open position, 3 mm of the distal cannula protrudes from the basket sheath. When in closed position, less than 1 mm of the basket formation extends. A visual examination noted the support sheath is separated 4 mm from the nose of the mlla. The support sheath and basket sheath are detached above point of separation. No patient harm was reported. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.